Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was requested, but not provided; therefore, device history record review could not be performed. The initial confirmation of the returned oats loaner set revealed that it included 20mm bushing and coring reamer. The inspection checklist calls for 18mm devices. The complainant's event was caused by the observed condition which was the incorrect device dimensional size being unintentionally shipped to the customer. Device sizes were correctly marked on each device for surgeon's visibility.

Event description:
Patient was a small female. Surgeon needed to use an 18mm plug for her defect. The set had 20mm bushing and coring reamer where the 18 was supposed to be. The surgeon had to cut off some of the patella to get the 20mm to work.